Event description:
Boston scientific received information that during the analysis of latitude information, the daily impedance measurements for the rv lead were found to vary in excess of 500 ohms. There is approximately eight months of impedance measures that are stable, followed by approximately seven months where the impedance values fluctuate. The behavior is only seen on the rv channel. The ra channel impedance measurements are rather steady. There is no associated report of any adverse patient effects as a result of this issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.